Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Subsequently, this device was explanted and replaced. No adverse patient effects were reported. Device will return for analysis but remains at the pharmacy.